Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specification. Pressure testing and clear passage under water testing were performed with the equashield spike adapter, and a leak was observed in the equashield spike adapter. Additionally, pressure testing and clear passage under water testing were performed without the equashield spike adapter, and no issue were observed. A priming test was performed with and without the equashield spike adaptor, and no defects were observed. A functional flowrate test was performed, and the set worked according to specification. The reported leak was observed at the non-baxter equashield spike. No defects were observed with the baxter product that could generate the reported condition. The leak location was observed at the external component and not at the interaction between baxter component and the equashield. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set was leaking. The leak occurred at the site where the tubing attaches to a spike adaptor. The leak was immediately noticed after hanging the IV bag. The device contained taxol. There was no report of patient injury or medical intervention associated with this event. No additional information is available.